Manufacturer narrative:
(B)(4)

Event description:
It was reported when the patient presented to the clinic for a generator change due to normal eri, it was discovered the device had migrated inferiorly over time. The device was removed and replaced. The patient condition is stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.